Event description:
PICC line placed 8/11/98. Practitioner removed catheter and experienced resistance. Catheter fractured on removal at section just outside of insertion point. The pediatric surgeon used surgical intervention to retrieve the broken piece from the pt.